Manufacturer narrative:
No sample available for examination, product has been discarded. Lot number is unk, unable to run a device history/complaint history review. Review of the complaint database did not reveal any discernible, significant trends for this issue on the affected reorder number. Information received in follow up call to the nurse mgr indicated that the rn was rushing and does not believe the safety device failed, however, regulatory compliance will continue to monitor for any changes in monthly trends.

Event description:
A nurse stick herself with a safetyglide tb. The nurse claimed that she was working quickly and her thumb slipped, missed the safety arm and got stuck with the needle. Nurse decline treatment.